Event description:
Allegedly, the doctor was performing an inguinal hernia repair procedure when one of the operating room personnel set the pt pressure at 30. Hosp contact correctly stated that it should have been set at 12. As a result of this incorrect setting, a hole was blown in the peritoneal wall and they had to switch to an open procedure. Procedure was completed. There was no malfunction of unit reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator reached elective replacement indicator (eri) on (B)(6)2009, eight months prior to the estimated remaining length of time until eri. The device was explanted.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to low battey voltage. The battery voltage was at end-of-life (eol) due to normal battery depletion. After replacing the battery, normal function ensued.